Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. It was reported the hemostatic valve completely detached from a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small after the dilator was pulled out. When the sheath was replaced, the issue resolved. Additional information received indicated the hemostatic valve gasket and hub both separated from the vizigo. The hemostasis valve (gasket) did break into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was just inserted into patient and no air enter the patient¿s body. The issue did not require percutaneous or surgical removal and there was no blood return.

Manufacturer narrative:
On 12-may-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the device for evaluation it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. It was reported the hemostatic valve completely detached from a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small after the dilator was pulled out. When the sheath was replaced, the issue resolved. Device evaluation details: according to the picture provided by the customer, the hemostatic valve was dislodged and the brim cap was detached. Visual analysis of the returned sample revealed that the brim cap was detached from the hub. Also, the hemostatic valve was found detached per brim cap detachment microscopic examination of the hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. A device history record was performed for the finished device number [00001894], and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the hub has glue residues and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).